Event description:
Customer reported a discrepancy in the code key for the device. Customer stated check key = 079 and the back of the check key thta was inserted = 019. No treatment a rtequest was made for return product and replacement product was sent.